Event description:
Patient services (pss) received call from patient rep stating that this morning they could not get the patient out of bed and they are having a return of symptoms. The caller stated when they checked the patients implantable neurostimulator (ins) the 37642 screen was flashing low and was that showing the ins is turned off. The caller stated that they are in need of assistance in resuming therapy. Pss informed the caller that resuming therapy cannot happen unless the ins is over 25% charged and advised the caller to charge ins. The caller started a charge session and stated that they have all 8 of the coupling boxes filled in. The caller stated that the ins icon on the recharger is showing less than 25% full. The caller stated that the last time they charged the ins was two days ago. The caller stated that they feel like the ins battery depletes quickly. Caller stated that sometimes they charge the ins every two days and sometimes they charge the ins every three days. The caller stated that they do not start the ins charge level at the same battery percentage when they charge the ins. Pss reviewed with the caller normal charge duration time. The caller stated that they patient recently had a check up with the hcp but no adjustments were made. The caller stated that the patient has a follow-up appointment with the healthcare provider (hcp) in about two months. Pss gave instructions to the caller on how to resume therapy after the patients ins is over 25%. Pss redirected to hcp if the patients symptoms do not improve after ins is turned on. The caller requested a call-back from pss, pss told the patient they would call them back to ensure the ins is on.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.